Event description:
Sorin group (B)(4) received a report that the sucker pump lid magnets became lodged in the raceway during a procedure. The pump did not cease rotating although the pump pushed the tubing out of the raceway. The pump was changed out. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland (B)(4). Sorin group received a report that the sucker pump lid magnets became lodged in the raceway during a procedure. The pump did not cease rotating although the pump pushed the tubing out of the raceway. The pump was changed out. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sucker pump lid magnets became lodged in the raceway during a procedure. The pump did not cease rotating although the pump pushed the tubing out of the raceway. The pump was changed out. The pump was returned to sorin group (B)(4) for evaluation. The reported issue was reproduced. Visual inspection showed damages at the pump head caused by the magnet. All other testing of the pump showed no problems. A CAPA has been implemented and a corrective action change order has been issued. No nonconformities were noted during the device history record review regarding this issue.